Event description:
Pt reported that their relatives were unable to wake pt, so they gave pt a glucagon shot. Their blood glucose was checked 25 minutes later, and it was 47 mg/dl. The pt then took two glucose tablets, and their blood glucose was rechecked 15 minutes later (2nd blood glucose reading =70 mg/dl).